Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-00763. It was reported the pt ((B)(6)) is experiencing problems establishing communication with the ipg via the programmer. In addition, the pt is reportedly unable to increase the amplitude for her therapy programs. A diagnostic test revealed high impedance measurements for two lead contacts. Efforts to overcome the impedance issue via reprogramming have been unsuccessful thus far.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.